Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer due to privacy issues.

Event description:
The customer reported false reactive alinity I toxo igg results on two patients. The results provided were: on (B)(6) 2020 pt#1 initial = 1.7iu/ml(1.6 - <3.0iu/ml = grayzone) / retested = 0.20 (<1.6iu/ml = nonreactive) / rerun on a different alinity = nonreactive; previous sample was nonreactive on this analyzer is now = 16.3 iu/ml (>/=3.0iu/ml = reactive); pt#2 initial = 2.80iu/ml(grayzone) / retested = 4.0iu/ml (reactive) / retest on a different alinity = nonreactive. There was no reported impact to patient management.

Manufacturer narrative:
During the requested site visit, the field service engineer performed extensive troubleshooting and replaced the valve, bypass, dispense manifold (part number a-30104239-02), which resolved the issue. The provided files were reviewed and determined to be relevant to the issue associated with this complaint. Return testing was not completed as returns were not available. The alinity ci-series operations manual provides adequate labeling with regards to maintenance and troubleshooting, including operational precautions and limitations; specimen handling recommendations, and fluidic subsystems and resolving the customer¿s issue. The alinity I service documentation contains adequate information for the troubleshooting, removal, and replacement of the part. A review of the alinity I, serial number (B)(6), service history verified no subsequent issues had been reported related to discrepant toxo-igg results. No contributing factors in the month prior to the complaint were identified regarding the system. No nonconformances and pncr¿s applicable to the current complaint were found for the valve, bypass, dispense manifold. A 12-month review for the part (part number a-30104239-02) did not identify any trends. A product monitoring review of the alinity I platform revealed no trends and no similar issues for discrepant results as described in this complaint. Based on the investigation, no systemic issue or deficiency of the alinity I processing module, sn (B)(6), or the valve, bypass, dispense manifold (part number a-30104239-02) was identified.